Manufacturer narrative:
Other relevant components include: product ID: neu_ptm_prog, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the incorrect refill date was displaying on the patient's personal therapy manager (ptm). The ptm was used after the most recent refill. The patient reported that their refill date is showing as (B)(6) 2018, which is incorrect. The patient reported that they live in (B)(6) but they get refilled in (B)(6) and they have to take 2 days off to travel for the refill. The patient reported that they noticed more medicine in the pump than what they think it should be. It was reported that "they had pulled out 12cc from the pump and the alarm date is a week later and it took 25 times to stuck with needle." The patient reported the last time they were at their healthcare professional's (hcp) office, they actually didn¿t see the hcp because they had to leave. The patient stated they didn¿t have their report for pump reading. No further complications were anticipated/reported.